Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "blood sampling for clinical laboratory testing was conducted for three tubes, in one of which poor separation was observed. After centrifugation, samples are usually separated in the bottom to top order of plasma, pbmc, separating gel, and rbc; however, the sample in one tube was separated in the order of plasma, separating gel, pbmc, and rbc, and pbmc could not be separated properly."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "blood sampling for clinical laboratory testing was conducted for three tubes, in one of which poor separation was observed. After centrifugation, samples are usually separated in the bottom to top order of plasma, pbmc, separating gel, and rbc; however, the sample in one tube was separated in the order of plasma, separating gel, pbmc, and rbc, and pbmc could not be separated properly."